Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during sales evaluation, the autopulse platform stopped compressing. No patient involvement was reported. There was no additional information provided.